Manufacturer narrative:
(B)(4). The lot 12d006 was manufactured april 5, 2012 ¿ april 6, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected device was received for evaluation. The device was visually and microscopically evaluated. During the evaluation, a marking was located on the interior surface of the bladder near the rupture line. Based on the evaluation findings, the product did not meet product specification and is therefore a nonconforming product. The cause/origin of the marking was unable to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is underway. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of an intermate elastomeric device ruptured with 10ml of a non-baxter solution left in the infusion. There was no patient injury or medical intervention in association with this event. No additional information is available.